Event description:
It was reported that the spring wire guide separated as it was being removed from the pt following catheter insertion. A portion of the wire was retained. Due to the pt's underlying clinical condition, it was decided not to remove the retained wire. There were no further complications.